Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 2 febbraio 2021: lot 091607: (B)(4) items manufactured and released on 21-aug-2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017. Additional device involved: batch review performed by medacta regulatory affairs department on 2 febbraio 2021: liner: versafitcup dm 01.26.2848m double mobility liner ø 48/28 (k083116) lot 092004: (B)(4) items manufactured and released on 14-sep-2009. Expiration date: 2014-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The patient came in 10 years and 11 months after the primary surgery reporting pain and the cause of the pain is unknown. The surgeon revised the competitor stem with a competitor stem, the medacta cup with a competitor cup, and revised the medacta liner with a medacta liner. The surgery was completed successfully.